Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type additional information - h4: device manufacture date, h6: impact code, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. . If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that they had pain from the spinal pak. The patient described the pain as sometimes a 10 and sometimes an 8 immediately following surgery, from the lumbar through to her buttocks. The patient stated that the pain is below the surface of the skin. The patient began spinal pak treatments and muscle spasms began. Zimvie customer service discussed discontinuing treatments until she feels comfortable, and she speaks with her doctor. The patient spoke with her physical therapist, and who told her to contact her surgeon. The patient has been taking pain medications and muscle relaxers. It was later reported by the patient that she stopped using the unit for 24 hours, did one hour of treatment on sunday, and has been upping her treatment time since then with no pain. The patient did not speak to her doctor but will be seeing them on friday. The patient was not sent a replacement product. The product is not expected to be returned. No further consequences have been reported.additional information: it was later reported that the patient was prescribed flexeril for the pain and continues to treat with the unit. The patient stated that she still has some pain, but she believes it is from the spinal fusion that she had on 02/28/2023.

Manufacturer narrative:
The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with pain. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Concomitant medical product: unknown. Therapy date: unknown.

Event description:
It was reported by the patient that they had pain from the spinal pak. The patient described the pain as sometimes a 10 and sometimes an 8 immediately following surgery, from the lumbar through to her buttocks. The patient stated that the pain is below the surface of the skin. The patient began spinal pak treatments and muscle spasms began. Zimvie customer service discussed discontinuing treatments until she feels comfortable, and she speaks with her doctor. The patient spoke with her physical therapist, and who told her to contact her surgeon. The patient has been taking pain medications and muscle relaxers. It was later reported by the patient that she stopped using the unit for 24 hours, did one hour of treatment on sunday, and has been upping her treatment time since then with no pain. The patient did not speak to her doctor but will be seeing them on friday. The patient was not sent a replacement product. The product is not expected to be returned. No further consequences have been reported.